Event description:
It was reported that the demo handpiece received an over temperature error when connected to the customer's gen04 generator. The handpiece was recently taken out of the autoclave. The sales rep tried a second handpiece and the case was completed with no patient consequence.

Manufacturer narrative:
The batch record was reviewed and no anomalies were noted during the manufacturing process.